Event description:
The doctor took out the product of the sterilization bag as usual. The point part of the catheter had broken. The doctor had interrupted treatment before using the catheter.

Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed during the visual eval of the returned samples. During the eval of the returned samples, cracking and embrittlement of the soft tips were observed. This type of complaint has been addressed through a corrective action. Findings have shown that gamma exposure may cause the middle layer of the soft-vu catheter tip to become embrittled. It has been proven that this phenomenon cannot be duplicated during any process that is performed at angiodynamics. Our carriers have confirmed that they do not use any form of radiation on the packages they handle during transit. The review of the manufacturing records verified the above lot was manufactured and released to specifications. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.